Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation primary with a unspecified gel implants smooth and experienced bilateral capsular contracture baker grade IV. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6)2020, mentor became aware that this complaint is not reportable as MDR as per correct processing, since patient was implanted in mexico. As a result, this event is not currently assessed as MDR reportable. In addition, section h5 (5. Labeled for single use) was erroneously reported incorrectly. The actual answer is yes. Manufacturer¿s reference number: (B)(4).